Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit after a non-sustained rv oversensing episode was observed remotely via merlin.net transmission. The oversensing was reproducible in clinic with isometric testing and movement of the patient¿s body. Additionally low, out of range, high voltage lead impedance issue was observed on the lead. Low impedance issue has been gradually decreasing overtime. Upon review of the session records via merlin.net, noise was occurring since (B)(6) 2017. Programming changes were recommended. Lead explant procedure was discussed. The device and the patient will continue to be monitored closely. No further information available.

Event description:
New information received on 1/16/18 revealed a previous noise event on the right ventricular lead in 2012. Furthermore, the right ventricular lead was explanted due to lead noise on (B)(6) 2018. During the explant procedure, the helix was unable to be retracted. A stylet was successfully inserted after the initial insertion attempt failed. The lead withdrew with no issues. The patient was stable at completion of the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The reported event of helix not being able to retract was confirmed. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.